Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 19741658, model/catalog description: precision spectra ipg kit.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure.